Manufacturer narrative:
This per was determined to be a duplicate to manufacturer report number: 2916596-2019-05736. The manufacturer's investigation conclusion is reproduced below. Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined. Furthermore, a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. The account reported the patient, who previously underwent a driveline revision on (B)(6) 2019, was admitted on (B)(6) 2019 for a driveline infection as well as bleeding from the infected exit site. The bleeding had reportedly been ongoing for 3 weeks and the patient¿s hematocrit and hemoglobin were 18.8 and 5.6, respectively. While admitted, the patient received two units of packed red blood cells (prbcs) and the patient¿s infection was treated with IV cefepime. The patient was later discharged and remained ongoing on vad support until they experienced further infection related issues on (B)(6) 2019 (reported in manufacturer report number: 2916596-2019-06078). The heartmate 3 lvas IFU lists driveline infection and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Additionally, the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a drive line revision in (B)(6) of 2019. Additional information was requested but not provided.